Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a hypoglycemic event while resting after dinner, with blood glucose reaching 65 mg/dl and returning to 95 mg/dl after treatment with oral carbohydrates (juice and hard candy) while using the ilet for three days. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included self-treatment, no ketone testing, no steroid use, and no medical intervention or hospitalization. Investigation included troubleshooting and user education regarding treatment of low glucose and ongoing ilet adaptation to insulin needs with meal announcements. Investigation of this case revealed no device alarms and no device malfunction identified, with cause of the hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.